Manufacturer narrative:
Manufacturer evaluation of the instrument logs showed that: event code "16" was displayed to the user at 18:35pm on (B)(6) 2021 together with the following associated messaging: "final cassettes processed threshold for absolute ethanol exceeded; processing quality may be compromised - 1 run(s) remaining. Replace least pure absolute ethanol station, bottle 6." The "2 hour" protocol comprising 21 cassettes was started in retort b at 18:35pm on (B)(6) 2021 and completed at 20:45pm on (B)(6) 2021. Event code "18" was displayed to the user on 13 occasions between 20:41pm on (B)(6) 2021 and 11:45am on (B)(6) 2021 on each occasion that an attempt was made to schedule a protocol in either retort a or b. The following associated messaging was displayed: "cannot run protocol; final cassettes processed threshold for absolute ethanol exceeded. Replace least pure absolute ethanol station, bottle 6." Bottle 6 (absolute ethanol) was not in contact with the corresponding sensor for approximately seven (7) seconds at 11:48am on (B)(6) 2021, which is not sufficient time to replace the reagent; and the station properties were reset at 11:48am on (B)(6) 2021, with a user affirmed in the graphical user interface (gui) that the reagent concentration was to be set to the default value of 100%. The properties of the reagent in bottle 6 prior to these user actions were: absolute ethanol concentration=83.2%, cycle=31, cassettes=1580 and days=22. Following the user actions detailed above, the reagent in bottle 6 (absolute ethanol) was used for the final dehydration step of both the "8 hour" protocol comprising 74 cassettes, which started in retort b at 18:27pm on (B)(6) 2021 and completed at 02:31am on (B)(6) 2021 and the "8 hour" protocol comprising three (3) cassettes, which started in retort a at 20:22pm on (B)(6) 2021 and completed at 04:27am on (B)(6) 2021. Although the user affirmed in the graphical user interface (gui) that the ethanol concentration in bottle 6 (absolute ethanol) was to be set to the default value of 100% at 11:48am on (B)(6) 2021, the actual ethanol concentration would have remained unchanged at 83.2%, because bottle 6 was not removed from the instrument for sufficient time to replace the reagent. As the instrument software uses reagent concentration to select reagent stations when a protocol is scheduled, the reagent station with the lowest (in-threshold) concentration of a reagent group or type is selected for the first step using that reagent group or type; and reagent stations of increasing concentration are used for the succeeding processing steps of the reagent group or type. Reagent with the highest concentration is always used for the final processing step of a reagent group or type before changing to another reagent group or type. Consequently, the reagent in bottle 6 (absolute ethanol) with an ethanol concentration of 83.2% was used for the final dehydration step of the "8 hour" protocol started in retort b at 18:27pm on (B)(6) 2021, from which sub-optimal processing of patient tissue samples was reported by the complainant. Although not reported by the complainant, the quality of processing of patient tissue samples derived from the "8 hour" protocol started in retort a at 20:22pm on (B)(6) 2021 would also have been adversely impacted, because the reagent in bottle 6 (absolute ethanol) was also used for the final dehydration step of this protocol. As the minimum final reagent concentration required for ethanol is 98%, the consequences of using reagent at a concentration less than the minimum required for the final dehydration step in a protocol is re-introduction of water into the tissue, which cannot be displaced in subsequent processing steps; and contamination of reagents used in the subsequent processing steps, ultimately resulting in sub-optimal tissue processing. Investigation of this complaint found that the instrument functioned as designed during execution of both the "8 hour" protocol started in retort b at 18:27pm on (B)(6) 2021, from which sub-optimal of patient tissue processing was reported by the complainant and the "8 hour" protocol started in retort a at 20:22pm on (B)(6) 2021, from which the quality of processing of patient tissue samples would also have been adversely impacted. The root cause of the sub-optimal processing of patient tissue samples reported by the complainant was a use error, which occurred at 11:48am on (B)(6) 2021. The facts indicate that a user did not complete manual replacement of the reagent in bottle 6 (absolute ethanol) in accordance with the manufacturer instructions detailed in the leica peloris/peloris ll user manual when event codes indicating that a protocol could not be run because the final concentration threshold for ethanol had been exceeded were displayed. The leica peloris/peloris ll user manual contains the following specific warning: "always change reagents when prompted. Always update station details correctly - never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss."

Event description:
The complainant contacted leica biosystems in relation to peloris rapid tissue processor serial number (B)(4), and the following information was documented: "customer called to report 60 underprocessed cassettes mainly breast and uterus, and one large biopsy on retort b. The run completed successfully with no errors. When sectioning the histo tech detect that the inner area of the tissue is raw. Customer will reprocess the tissue." On (B)(6) 2021, the assigned leica field application specialist - core histology (fas) collected further information regarding the circumstances involved in this complaint: the fas documented that sub-optimal processing of patient tissue samples in 74 cassettes processed using the "8 hour" protocol, which started in retort b at 18:27:30pm on (B)(6) 2021 and completed at 02:38:42am on 14 may 2021, had been identified; and the tissue types and sizes of the affected samples were detailed as "breast, uterus" and "unknown" respectively. On (B)(6) 2021, the fas visited the customer site to provide user training as requested by the laboratory manager. Information as to the final status of the affected patient tissue samples and patient outcome has not been provided, despite the following requests for this information being made to the complainant by the assigned leica field application specialist - core histology: (B)(6) 2021 by telephone, (B)(6) 2021 by email and (B)(6) 2021 by email. As at (B)(6) 2021, no adverse impact to a patient(s) has been reported to the manufacturer.